Manufacturer narrative:
A follow up report will be filed upon receipt of the screwdrivers and completion of the complaint investigation.

Manufacturer narrative:
The polyaxial screw was destroyed during its removal and is not available for evaluation. Review of the device history record cannot be performed as the lot code is unknown. Without a product sample, we are unable to confirm the reported issue or identify the root cause. It is possible that the polyaxial screw was subjected to higher than anticipated torque during insertion resulting in stripping of the hex feature. However, no definitive conclusions can be made. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. Destroyed during removal.

Event description:
Two screwdrivers became stripped during insertion of an expedium cannulated closed polyaxial screw. The drivers caused the hex feature of the concomitant device polyaxial screw to become damaged and that screw was removed and replaced intra-operatively. Also, a set screw became stripped during final tightening. The device could not be tightened or removed with instrumentation. A metal cutting burr was employed to burr out the set screw. As a result, the rod on the right side of the construct was removed so that a new closed polyaxial screw could be placed. The construct was securely tightened and the surgical site closed with no adverse consequences to the patient. However, as a result of the difficulties encountered, the procedure was delayed by approximately ninety minutes. Concomitant devices: mis 5.5 ti closed polyaxial screw, 186719870; mis 5.5 ti closed polyaxial screw, 186719880; x25 screwdriver, catalog number unknown. This medwatch report is being filed for the two screwdrivers, both catalog no. 698336889, lot gm3537801. See mfg medwatch report no. 1526439-2012-11053 for the stripped set screw that was involved in this event.

Event description:
Correction. Concomitant device screwdrivers, (B)(4), are reported to have stripped the expedium closed polyaxial screw which is the subject of this medwatch report. The section of the screw that mates with the driver during insertion, ie. The hex feature, was stripped so a short rod was inserted into the closed poly screw with a set screw and then tightened, and the screw was backed out en bloc. The procedure was extended by ninety minutes.